Event description:
It was reported that during a drainage catheter placement procedure, the head end of the drainage tube was allegedly wrinkled. It was further reported that catheter allegedly unable to advance into tissue. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segments were returned for evaluation. Gross visual, functional and dimensional evaluation were performed. Manufacturing site evaluation of the samples found presence of a wrinkle in the shaft several centimeters distal of the catheter midpoint. The investigation is confirmed for the reported head end of the drainage tube was wrinkled and reported deformation issue as small wrinkle on the distal end of the catheter. Also, the investigation is confirmed for the identified defective component issue as the stylet protrusion (distal tip of the trocar needle) is greater than the accepted tolerance limit. However, the investigation is inconclusive for the reported advancement issue as exact circumstance of the time of the event was unknown. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024).